Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported seeing an electrical fault alarm. Log files revealed one isolated electrical fault alarm. The driveline cable was examined and rescue tape was applied. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and associated driveline and the controller were not returned for evaluation. Review of the manufacturing documentation confirmed that the pump and associated driveline met all requirements for release. Visual evidence provided by the site confirmed the reported taping of the driveline as well as revealed discoloration of the driveline sheath. This is an incidental finding unrelated to the reported event. The most likely root cause of the driveline sheath damage is exposure to uv light. Log file analysis revealed one (1) electrical fault alarm was logged on (B)(6), 2018 at 23:21:44. The electrical fault alarm was indicative of an open phase in the rear stator. This caused the pump to run on a single stator and likely triggered the subsequent high watt alarm, due to the increased power consumption required to run on a single stator. As a result, the reported event was confirmed. Based on the risk documentation, a possible root cause of the reported electrical fault alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 serial number: (B)(4). H6 method code(s): 4112,4114 h6 results code(s): 3213 h6 conclusion code(s): 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 2.0, medical device: model 1420 ,serial number: (B)(4), expiration date: 2018-05-31, UDI (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device: mfg date: 2017-05-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two high watt alarms and two electrical faults were noted on the controller. Follow-up indicated the alarms were likely due to a contamination at the connection of the driveline to the controller. No intervention was done. The driveline and controller remain in use.